Event description:
It is reported that the event occurred in the emergency room. At the time of insertion, when aspirating blood into the syringe, air was aspirated. The user then realized that the hub of the introducer needle was damaged. As a result, the 18ga x 3.81 cm introducer needle was used. There was no reported delay in treatment, patient complications, or death.

Manufacturer narrative:
(B)(4).